Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device packaging had a puncture. An opticross¿ imaging catheter was selected for use. During procedure, it was noted that the device packaging had a puncture in the sterile pack. The device was not used. No patient complications were reported.